Event description:
The customer contact reported a leak of a radioactive isotope. The tubing set was being used to deliver 32 millicuries of cardiolite via IV push. On an unspecified date, the male adapter of a 4-way stopcock was connected to the clave port of the tubing set. The microbore male adapter of the tubing set was connected to the patient's IV access site. It was reported the male adapter of an unspecified syringe was connected to one of the two female adapters of the stopcock to deliver the medication. At an unspecified time during the procedure, solution leaked from an unspecified location on the tubing set. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the procedure was resumed and completed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from a different lot (89140ns) is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.